Event description:
A copy of the medwatch report from FDA was received, which states, ¿patient IV pump battery became dislodged causing it to alarm and made this nurse turn the entire pump off. When rebooted the pump was flashing service needed. Pump removed from patients' room and replaced with a new pump. All infusions restarted. Pump taken out of service.¿ there was no information on patient impact.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.